Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be field.

Event description:
A report was received that during permanent implant procedure the patient was implanted with an expired lead. The bsn sales representative confirmed that it was not expired. The patient was doing well post-operatively.